Event description:
It was reported that inappropriate shock, oversensing noise and a sudden significant rise in pacing impedance was observed on the right ventricular (rv) lead. The noise amplitude was too high to be programmed around. A rv lead fracture was suspected but had not been confirmed as no imaging had been completed. The patient was to be re-assessed at a future visit in clinic. The patient was stable.

Event description:
New information notes the right ventricular (rv lead also exhibited high capture thresholds. The rv lead was explanted and replaced. The patient was stable.